Event description:
It was reported that the zimmer air dermatome ii began to run w/o user activation when the air source was turned on. It was further reported that the safety switch was not high enough to engage; therefore, the device was not high enough to engage; therefore the device would not shut off unless it was unplugged. The issue was noticed before a graft was harvested, but they were careful to unplug it when the procedure was finished. There was no pt injury, increased surgical time or medical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 11/29/2012 and has no previous repair history. Prior to repair, the device within calibration specifications at all thickness settings. During repair, it was observed that the poppet assembly of the device was rough on the inside, causing the poppet to stick when pushed down. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.